Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicating that the cause of high threshold was patient condition. This rv lead was explanted and replaced. No additional adverse patient effects were reported.